Event description:
In preparation for an esophageal dilation, the user selected a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was initially reported that the protective outer plastic sheath was observed to be cracked and damaged. There was no reportable information at this time as this was interpreted as damage to the balloon protector [defective prior to use]. The device was returned on 23mar2026, and it was determined that the device appears to have been used with a sticky clear substance on the entire device. The blue outer catheter was broken in two sections at 15.1 cm and 19.9 cm from the distal tip of balloon [subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1: phone number: (B)(6). Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The balloon appears to have been partially inflated, and an unknown white substance was observed within the balloon and on the entire device. During a visual examination, two breaks in the outer catheter were identified approximately 15.1 cm and 19.9 cm from the distal tip of the balloon, exposing the inner purple catheter. We were unable to determine the cause of the damage to the catheter. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Note: the pre-loaded wire guide with stem bumper was not included in the return. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A corrective action (CAPA) has been initiated to reduce occurrences of catheter cracking, splitting, or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. In the report it does not state if negative pressure and/or lubrication was applied to the balloon prior to advancement through the endoscope. Negative pressure and applying lubrication will aid in balloon preservation and optimize balloon performance. The instructions for use direct the user "to facilitate passage through the endoscope, apply negative pressure to the device." In addition, the user is further instructed to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel" and to "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.